Event description:
It was reported when using the paxgene® blood dna tube, the device experienced discolored/ abnormal additive form, and clotting. The following information was provided by the initial reporter. The customer stated: our lab uses the paxgene blood rna tubes (cat#: 762165) for our rna extraction protocols using the qiacube connect. We receive the tubes from a collaborator lab, who follow the proper collection and 2-hour incubation steps. After letting the tubes sit, they are frozen at -80 and sent to us. I then place them in a -80 freezer as well and then thaw only ones I will be processing that day. In one of the tubes of my last run, there was a large, black, gelatinous clump in the tube, despite sitting for hours to thaw. The solid was about ¾ of an inch long and ¾ of the width of the tube. When the tube was centrifuged, the pellet was extremely large and thick compared to the usual pellet. Any attempts of washing were unsuccessful because of the viscosity. The pellet would not resuspend due to the large size and solidity.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the paxgene® blood dna tube, the device experienced discolored/ abnormal additive form, and clotting. The following information was provided by the initial reporter. The customer stated: our lab uses the paxgene blood rna tubes (cat # 762165) for our rna extraction protocols using the qiacube connect. We receive the tubes from a collaborator lab, who follow the proper collection and 2-hour incubation steps. After letting the tubes sit, they are frozen at -80 and sent to us. I then place them in a -80 freezer as well and then thaw only ones I will be processing that day. In one of the tubes of my last run, there was a large, black, gelatinous clump in the tube, despite sitting for hours to thaw. The solid was about ¾ of an inch long and ¾ of the width of the tube. When the tube was centrifuged, the pellet was extremely large and thick compared to the usual pellet. Any attempts of washing were unsuccessful because of the viscosity. The pellet would not resuspend due to the large size and solidity.